Event description:
The manufacturer received information alleging a ventilator's leak value was increased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and the device failed test steps during testing. The device will be recalibrated to address the issues.